Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that infection was observed on the device. Device was explanted. No further information available.